Manufacturer narrative:
It was reported that a fin has broken on the inside of the trial femoral head. The event occurred during procedure, but while outside the patient, so no pieces fell into the patient. The procedure was completed using a smith+nephew backup device. The device, intended for use in treatment, was not returned for investigation. The batch number was not communicated and is unknown. A production history review could therefore not be performed and the reported failure can not be evaluated. A complaint history review was performed. A relationship between reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. No probable cause can be determined. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The root cause of the reported issue remains undetermined. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.

Event description:
It was reported a fin has broken on the inside of the trial femoral head. The event occurred during procedure, while outside the patient. No surgical delay or injury to the patient was reported.